Event description:
It was reported that the patient presented in clinic. The left ventricular (lv) lead showed loss of capture. X-ray confirmed lv lead dislodgement. The lv lead was explanted and replaced. The patient was stable.